Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box revealed no evidence of short battery life prior to the complaint date. The returned battery cap tightly secured to the pump with no issues. The current draws were within specifications. The pump case was removed and the pump was disassembled; there was no evidence of moisture or loose components observed inside the pump. The reported "battery life" issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked below the grip pad. The pump cover was also observed to be cracked in the following places: between the corners of the display lens and case seal, the base of the crack and between the case seal and keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The 3500a supplemental report was submitted to update pump status.